Event description:
During a veterinary exam, a dog urinated on a veterinary x-ray table which dripped onto the exposure foot switch. Sparks at the foot switch resulted. The dog was taken out of the room and shortly after when the technician returned the x-ray tube exploded from the end cap. There was no injury to the technician.

Manufacturer narrative:
The x-ray tube that failed was part of a veterinary x-ray system that was sold to the installed by gram x-ray back in late 1999. Gram x-ray also removed the system on the same day of the reported event. In (B)(6) of 2012, the (B)(4) installed a digital upgrade to this system. It was an (B)(4) representative that initially reported this event to us. Conclusion code: the system will be evaluated by (B)(4). We are also planning on getting the unit returned to use for further evaluation. Any additional information from these evaluation will be forwarded to the FDA as a follow-up report.